Event description:
On (B)(6) 2010, a 19mm trifecta valve was implanted. On (B)(6) 2018, the (B)(6) valve was explanted due to high aortic gradient (56mm), 45% ef and leak noted on echocardiogram. The physician performed a bentall procedure and replaced the valve with a carpentier-edwards magna ease valve. Hospital analysis performed on the valve was negative for endocarditis. The patient died at an unreported timepoint. In the user's opinion, the cause of death was not device related but secondary to pulmonary fibrosis.

Manufacturer narrative:
An event of dyspnea, high gradient, leakage and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that the valve had been implanted for nearly 8 years. The patient had a history of endocarditis, and information from the field indicated the user believed the patient death was not device related, but secondary to pulmonary fibrosis.